Event description:
While on pheresis machine donating platelets there was a serious question by 2 nurses as to whether the inside edge of tubing carrying blood was safe; that is decomposing or not. It was decided to continue with extraction. One nurse asked pt twice "are you feeling ok?"